Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s father reported via phone call that the customer was hospitalized due to hyperglycemia on (B)(6) 2021. The customer's blood glucose level at the time of the incident was 400 mg/dl. Customer had gone into diabetic ketoacidosis. The current blood glucose level was 150 mg/dl. Customer was treated with bags of insulin and saline. Customer had been using an insulin pump system within 48 hours of the reported high blood glucose event. The auto mode was not active at the time if the incident. The insulin pump will not be returned for analysis.